Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a low battery on the insulin pump. The blood glucose reading was 500 mg/dl. Customer treated with manual injection. The battery had lasted for less than one day. Customer was advised to clean the battery cap and check for corrosion and damage. Customer stated that he cleaned the battery cap and that resolved the issue. Nothing further was reported.